Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to variable pacing impedance and high rate non-sustained episodes. Additionally an alert for high pacing impedance was also triggered. Follow up was conducted and the allied health professional (ahp) at the clinic verified that the patient was seen in-office and reprogramming was completed. The high voltage detections were programmed "off" due to the pace/sense portion of the lead has fractured. The lead currently remains implanted and a lead revision will be scheduled for a later date. The patient is currently utilizing a lifevest defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular(rv) lead exhibited noise. The lead has been capped and replaced. No patient complications have been reported as a result of this event.